Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was treated for hyperglycemia at the hospital on (B)(6) 2014. The patient was treated with insulin via injection and infusion. His blood glucose level was as high as 28 mmol/l. The hospital staff alleged that his infusion device delivers too low an amount of insulin. The insertion device was requested to be returned for product evaluation.